Event description:
After priming the fluid irrigation nico system, several holes were discovered after water began to spray around the room soaking the surgeon scrub nurse and surgical field. After disposing of the first disposable of this, a second one was opened up to the surgical field and this second one had holes in the fluid irrigation system spraying and soaking the surgeon scrub nurse and surgical field. This is a disposable that we have had for quite some time and use it a couple times a month at least. The scrub in the case has used this supply/disposable before and even after opening a second one it happened once again and saturated the field, surgeon and scrub.